Event description:
It was reported that the pump indicated a data log corruption. There was no adverse impact to blood glucose. Reportedly, customer reverted to an alternate source for insulin therapy.